Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between september 14-16, 2022. The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it showed continuous flow of fluid was not coming out for the distal luer after the device was filled with fluid. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was dripping very slow. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.